Event description:
On (B)(6) 2019, the patient underwent endovascular treatment of an abdominal aortic aneurysm using a 26mm gore® excluder® aaa trunk-ipsilateral leg component. The procedure was completed at upper chesapeake medical center. It was reported that the device was placed 5-10mm below the patient's renal arteries during the index procedure. It was reportedly unknown why the device was placed so far below the patient's renal arteries initially. On an unknown date in (B)(6) 2022 , angiography was performed and reportedly no endoleak was observed. On the evening of (B)(6) 2022 , the patient presented emergently with an enteroenteric fistula. The patient was reportedly losing blood via his bowels. The amount of blood loss was reportedly unknown, but the patient's blood pressure was reported as stable. A proximal type I endoleak was also observed and it was reported that the aneurysm had enlarged. The amount of aneurysm enlargement was unknown, but the aneurysm sac reportedly measured 7.5cm. On the morning of (B)(6) 2022 , a reintervention was performed. It was reported that the trunk of the gore® excluder® aaa trunk-ipsilateral leg component was aggressively ballooned, but the endoleak was not resolved. Therefore, two gore® excluder® aaa aortic extender components were used in the patient's aorta with gore® viabahn® vbx balloon expandable endoprostheses in the patient's renal arteries in a snorkel technique. The reintervention was reported as successful. There were no further reported issues. The patient tolerated the procedure. It was noted that the patient's history included a prior back surgery on an unknown date. Reportedly, the patient was unable to ambulate and this inability was due solely to the back surgery.

Manufacturer narrative:
Patient weight: asked but unavailable. Concomitant medical products and therapy dates: asked but unavailable. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H.6. Investigation findings: code c19 - the review of the manufacturing paperwork verified that the lots involved in this event met all pre-release specifications. H.6. Investigation conclusions: code d12 added. According to the gore® excluder® aaa endoprosthesis instructions for use, potential device or procedure related adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to, endoleak and aneurysm enlargement. H.6. Investigation findings: code c21 updated to code c19 h.6. Investigation conclusions: code d16 updated to code d15.